Event description:
It was reported the epg (external pulse generator) was dropped, and the screen is broken. The epg was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: pfg010514p battery contacts are compressed. Lcd (liquid crystal display) and upper and lower cases are broken. Battery release, ring cover, and ring are contaminated.